Event description:
It was reported that during pt use, the device did not deliver a defibrillation shock when the shock button was pressed. Another device was made available and was able to successfully deliver a defibrillation shock to the pt. There was no adverse effect caused to the pt from result of the reported failure.

Manufacturer narrative:
(B)(4). The device was evaluated by the hospital's biomed and they were unable to duplicate or verify the reported failure. The biomed replaced the keypad assembly as a precautionary replacement and observed proper device operation through functional and performance testing. The device was returned to the end user for use. The cause of the reported failure could not be determined.